Event description:
Loss of osseointegration, primary stability was achieved, thread tap used, peri-implantitis. Implant was extracted due to complete loosening and lack of osseointegration. Last remaining implant, of originally 4 implants in the upper jaw with locators for total prosthesis. Cystectomy tooth 22.